Event description:
It was reported the pt was experiencing what she described as an electrical shock or jolting sensation throughout her body. The sensation occurs whether stimulation is turned on or off. It was also reported that the pt has lost a significant amount of weight. Reprograming did not resolve the issue. In addition, diagnostic testing revealed low impedances. The MFR attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.